Manufacturer narrative:
(B)(4). Reset button. Additional information regarding patient update: the patient is still in intensive care unit (ICU), he is conscious, lucid, oriented, he is not speaking for while, but he is already doing a treatment with a speech therapist. He has still difficulty in the mobility of his leg. According to the medical staff, this can be caused due to the excessive drug (addiction of muscle relaxant, due to the respirator, cause: myopathy). In the other hand, he is already starting to eating alone through a liquid diet. The analysis results of the device found that it was received in good visual condition, with the reset button in the unarmed position and with the knife covered. The device was immersed in water for several minutes to loosen up the dried blood. In an attempt to replicate the reported incident, the device was tested for functionality. During testing, the reset button was armed and the blade was exposed as intended. Upon cutting the skin test media, the bullet (shield) cannot be retracted to expose the knife (as intended) and the reset button returned to unarmed position. It was observed that the reset button had a delay when returning to the unarmed position. This has no impact on the shield returning to the locked position. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): additional information received indcating the following: "patient is in the nursery and almost ready to leave to his house. Apparently without sequelae, one leg with difficult moving. Patient is doing an intense physical therapy to recover."

Manufacturer narrative:
(B)(4). Date sent: 08/21/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the young man ((B)(6) - thin) was submitted in the hospital with diagnosis of hiatal hernia and erosive gastric reflux disease. It was indicated laparoscopic hiatoplasty. It was requested 01 disposable trocar 10 or 12 mm for the first puncture. The patient was forwarded to the surgical center and it was made anesthesia and positioned. It was made a pneumo peritoneum by puncture with a veress needle in the left paraumbilical region. It was made a pneumo peritoneum with 12 mmhg intra-abdominal pressure - used ethicon trocar - xcel endopath - it was made the punctures under direct vision and it was observed (before starting the hiatoplasty) an instability of the patient associated with a big amount of blood being released in the abdominal cavity. They tried to solve the problem through a laparoscopic approach but, they couldn't identify the bleeding root cause. Therefore, the medical team opted for a laparotomy access and they identified a perforating injury approximately 1 cm from the anterior wall of the left iliac aorta artery and they believe that it was caused by an incidental contact with the trocar blade, that did not retract as it had to be. It was done a suture of the lesion with prolene - the medical team requested attendance of a vascular surgeon, who appeared promptly. It was observed stability and medical team chose to abort the procedure originally proposed (hiatoplasty) and to keep the patient on mechanical ventilation. After a few hours of observation, they noticed a new hemodynamic instability and they chose for a re-approach. They observed, by dissecting the wound in the aorta, other injury, which was in the posterior wall of the vessel - it was requested again the presence of vascular surgeon (this time came two colleagues) - made new suture - and it was sacrificed the inferior mesenteric artery (irrigation of the descending colon and sigmoid) and hence there was mandatory left partial colectomy with colostomy. The patient was transferred to the intensive care unit in serious conditions, with risk of death. Nowadays, the patient is passing through hemodialysis and taking a medicine very expansive to optimize the coagulation. There is still risk of death." The following comments are from a meeting with the surgeon: "the surgeon started his speech by saying that he has been operating using videolaparoscopy by many years and this was not the 1st time he used this trocar. Surgeon again maintained the previous surgery description and also added that he used all the intended insertion techniques. When he performed the 2nd punction (after veres needle with a pressure of 12 mmhg) the trocar came out full of blood and after that he verified the anaesthesic parameters which were normal. He then inserted the camera but could not view anything because of amount of blood inside the cavity. Surgeon had to convert to a laparotomy surgery and requested the presence of a vascular surgeon, who stabilized the patient. At this moment, the patient is in the intensive unit care in critical condition, not stable and colostomized. The hospital facility is trying to transfer the patient to another hospital in (B)(6), but due to the respiratory condition, this procedure is yet not allowed. The surgeon decided on performing the suture of the lesion using prolene and requested the presence of a vascular surgeon, who came promptly to the room, observed the local of the suture and did not re-suture. It was observed some stability and surgeons chose for aborting the initial procedure (hiatoplasty), keeping the patient with mechanical ventilation. However, after some hours of observation, surgeons noticed again hemodynamic instability and noted that when dissecting the lesion it was observed another lesion in the posterior wall of the vase. The vascular surgeon was once more requested, and this time 2 other professionals were present, a new suture was performed on the 2 lesions and it was necessary to remove the inferior mesenteric artery (irrigation of the descending colon and sigmoid) and because of that it was necessary to perform with the partial colectomy with colostomy. What was the patient's position upon entry? Good. Was this the primary port? Yes. What insertion technique was used? The correct insertion technique. What was the entrance point of the trocar?left paraumbilical. Please confirm who inserted the trocar? The same surgeon did the user insufflate prior to insertion? Yes. Was the patient¿s anatomy normal? Yes. Where on the abdominal aorta was the puncture? The lesion (perforation) was about 1 cm of the anterior wall of the aorta and iliac. Patient's sex, age, and weight? Pre-existing conditions? Male, (B)(6), no pre-existing conditions. Patient's current status? Patient's current status is not stable and is currently in the intensive unit care. Is the patient expected to have a full recovery? Surgeon expects a good recovery, but patient's current status is not stable and is currently in the intensive unit care. Please explain the change(s) in the patient's post operative care. Is the surgeon willing to have a conference call with ees? Surgeon believes this conference call is not necessary at this moment. Anyway, surgeon has been very supportive by providing all necessary information.

Event description:
It was reported that during a laparoscopic hiatal hernia procedure, the trocar blade did not retract, damaging the abdominal aorta when entering into the patient's cavity. The damage caused a serious damage to the patient, causing life-threatening to him. Unknown how case was completed. The patient was transferred to intensive care unit in another hospital in another city.